Event description:
It was reported the patient is experiencing pain at the ipg site which began on (B)(6) 2013. The patient reportedly has the pain at his scs ipg site approximately 80% of the time. The patient is pending a follow-up with an sjm representative to further evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.